Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing 403 mg/dl blood glucose, which was treated with the insulin pump. Customer was calling to troubleshoot lost sensor alarms and declined to troubleshoot for high blood glucose, stating they had underestimated carbohydrates, causing the high blood glucose level.